Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusion went from the secondary tubing back up into the primary tubing during infusion. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: 250ml IV bag of leucovirin 860mg in 5% sodium chloride lot: j6b096 exp: february 2018 made by b-braun; 250ml IV bag of dextrose lot: j6b096 exp: february 2018 made by b-braun.; therapy date (B)(6) 2016. The customer¿s report of a check valve failure was confirmed. No anomalies were observed on the set during visual inspection. Functional testing confirmed backflow from the secondary into the primary, indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.00789¿ long acrylic particle located between the housing seal area and the affixed silicone diaphragm disk. The cause of the check valve failure is an acrylic particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.